Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a fluoroscopy check revealed the valve was loaded successfully by an experienced loader. No pre-dilation was performed due to moderate calcification. The valve was not positioned ideally and the valve was recaptured. Unusual tension was felt while turning the deployment knob. It was reported that the capsule was kinked/bent at the distal part over the paddle attachment pockets but it was not separated. The valve was 70% deployed and was deep at the non coronary cusp. The valve was attempted to be recaptured, however was unable to close the capsule completely due to resistance. It was reported there was a kinked capsule. The valve could not be deployed again. The delivery catheter system (dcs) was closed in the descending aorta, where the capsule could not be closed completely because of the bent capsule, and the system was removed from the patient. A new valve was loaded onto a new dcs and implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. The capsule reinforcement frame was separated but held together by the polymer at the proximal end of the capsule. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a DHR review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device met all applicable manufacturing specifications prior to release for distribution. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, the cause of the positioning difficulty could not be determined with the available evidence. Positioning difficulties do not typically indicate a device manufacturing issue. Delamination was observed over the nitinol reinforcing frame near the separation site. Delamination between the outer polymer and the capsule nitinol frame, occurs due to a bending load on the capsule. Delamination is also commonly observed on devices that have been tracked through patient anatomy, as this device did. The cine films can confirm that during the deployment process, the catheter buckled and was subsequently removed. The cines confirm that the second valve check was a good load, however there were no images of the first valve check. The cine films can confirm the delivery catheter system (dcs) was closed in the descending aorta, but the capsule could not be closed completely due to the bent capsule. The cine films cannot confirm a second valve was implanted in the patient, as there are no cines for confirmation. Capsule buckling or separation occur due to excessive compressive forces applied to the capsule. The cause of the excessive compression forces and high tension in the system cannot be determined in this case based on the information available. Forces in the system are a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.